Event description:
The customer's mother reported via phone call that she needed to run a self test on the customer's pump. Customer stated that her son has been waking up with high blood glucose and ketones in the morning. Customer went to the health care professional and he wanted her to do a self test on the pump. Customer's mother declined troubleshooting and only wanted to run a self test. The pump passed the self test. Customer's blood glucose was 600 mg/dl at the time of the incident and the customer's current blood glucose was 566 mg/dl. Customer was vomiting and felt really tired. Customer treated with manual injections. The pump alarmed no delivery at 2.4 units during the high pressure test. Customer's mother was advised to do a complete set change. Customer's mother did not want to run all of the high blood glucose troubleshooting tests and did not want to check the alarm history. Customer's mother just wants to speak to their health care professional about possibly changing the infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.